Event description:
It was reported that approximately 15 months post-implant of a bifurcated device, a ruptured aneurysm was identified. Reportedly, the patient presented emergently hypotensive and with abdominal pain; computed tomography (CT) imaging revealed an endoleak near the bifurcation, on the anterior side. The physician elected to explant the device and treated the patient with a dacron graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. The device is expected to be returned.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. A sample was returned for evaluation; however, due to its returned condition, the location and/or cause of the reported ruptured aneurysm could not be determined. Pre-operative images were provided and were insufficient to determine a potential etiology of the rupture, as assessed by internal medical director. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: describe event or problem, contact office.

Event description:
It was reported that approximately 26 months post-implant of a bifurcated device, a ruptured aneurysm was identified. Reportedly, the patient presented emergently hypotensive and with abdominal pain; computed tomography (CT) imaging revealed an endoleak near the bifurcation, on the anterior side. The physician elected to explant the device and treated the patient with a dacron graft. It was reported that the patient tolerated the procedure well.